Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0gf3x , implanted: (B)(6) 2014, exp product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 18-feb-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated they may have part of a lead in their left side. During the implant the lead was supposed to be placed on the left side. They did not recall what happened, but they were told that the lead was placed on the right side. They recalled they were told that the surgeon had started implanting the system on their left side, however, then switched to the right side, and they did not recall why. It was explained to the patient that imaging would show the implanted components which would clarify whether or not there was any product on the left side. It was reviewed imaging would help confirm the placement of the wire. They were redirected to contact their managing healthcare provider's office to discuss this issue further, and they stated they planned on doing so. The patient needed an MRI of their back due to back issues which started before the implant. They mentioned they had had a couple of falls that had affected their back and may need surgery. Additional information was received from a healthcare provider (hcp). When asked to clarify the statement the patient may have part of a lead in their left side, they replied there were no concerns and that the lead was in the patient's right side. When asked if the patient's falls had affected the patient's device/therapy in any way, they responded, not applicable.

Manufacturer narrative:
B1 correction: updated to 'adverse event product problem' b2 correction: updated to 'other' h1 correction: updated to 'serious injury' h6 correction: updated imf code to f1908 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.